Event description:
The ceramic tip of a resectoscope inner sheath broke off in the course of a prostate resection procedure (turp). Some larger pieces of the material were retrieved and the smaller fragments were reportedly flushed out of the bladder. No patient consequences were reported.